Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported to nevro that the patient acquired a seroma at the incision sites. The patient was given antibiotics and the physician removed the device. There have been no reports of further complications regarding this event.